Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not reaching the needed tank pressure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate this iabp. The iabp was reported to have been dropped during transport. The rear case was damaged which caused the leaking from the pump. The fse also found that the 300psi check valve to be damaged. The fse replaced the valve and console cover. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump (iabp) is not reaching the needed tank pressure. No patient harm, serious injury or adverse event was reported.